Manufacturer narrative:
Continued e1 additional email: (B)(6). Additional phone number: (B)(6).

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening. Additional observations: crease fold and wear abrasion observed on the device. Stress mark observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "rupture" against left device. The device has been explanted and replaced.

Event description:
Healthcare professional reported "rupture" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.